Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have excessive dirt inside the safety slide clamp that caused an improper safety slide clamp function. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was determined to be excessive dirt inside the safety slide clamp. To correct this condition, the safety slide clamp assembly was cleaned. If any additional information is received, a follow-up MDR will be sent.